Event description:
Customer reported blood glucose results of hi, which on the compact plus system indicates a result in excess of 600 mg/dl, and 55 mg/dl within 10 minutes on the compact plus system. Customer reported symptoms, self-treated. No adverse event reported relative to this discrepancy. A request was made for the return of the system, replacement was sent.